Manufacturer narrative:
An event regarding infection involving an unknown implant liner was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the item was not returned. Clinician review: not performed because no medical records or x-rays were made available for evaluation. Product history review: a review of the product history records could not be performed as the device was not properly identified. Complaint history review: a complaint history review could not be performed as the device was not properly identified. Conclusions: it was reported that the patient had a revision due to infection. The event could not be confirmed, nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as medical documentation and returned devices are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. The following devices were also listed in this report: unknown_joint replacement_product; cat# unk_jr; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Upon follow-up for additional information for (revision (B)(6) 2019), rep confirmed the patient had a previous revision of stryker devices due to infection: "yes it was a head and poly exchange for infection". Patient information (name, dob), date of the revision are indicated as unknown by the rep.